Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed during a device change out in the operation room. The lead was tested and there were no electrical anomalies. The asymptomatic patient was doing fine post procedure.